Manufacturer narrative:
Customer returned sensor pads were evaluated and tested with two separate known working alarms. The results were the same for both sensor pads tested and when in use with either alarm. The sensor did not trigger the alarm to sound when no weight was applied to the pad. Neither did the sensor trigger the alarm to sound when the weight was removed from the pad. After cutting open the pad for evaluation of the internal components, burn holes were detected on the mylar film with conductive ink and foam. The burn holes were near the location of where the cord is attached to the mylar sheet fusing the two normally separated mylar sheets and completing the circuit, causing the sensor pad to behave as though pressure were constantly being applied to the pad. This is a known potential defect and there is a small chance that during this manufacturing step it can cause the pads to short and burn along the carbon printed ink. This manufacturing defect is not common and therefore only a sampling inspection is completed to determine proper functionality prior to release. Upon review of the product DHR, the inspection found 1 functional defect. Per the quality procedure, the next step was to increase the sample size and upon the additional sampling everything passed and the lot was released. No additional critical findings were noted in the lot record. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. The customer has acknowledged that they did not test the sensors before putting them into use and recognized that this was an opportunity to remind staff of the importance. Since the product is still operating within its risk profile and the correct steps were performed to release this specific lot from manufacturing, no corrective or preventative actions are needed at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number: (B)(4).

Event description:
Customer reported patient was able to "unhook sensor without alarm sounding." The patient fell. No injury occured. Territory manager tested some sensors from facility stock and reported "they function normally". 3 sensors that the hospital staff handled and tested were reported as "not sounding alarm." .